Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no activity outside of normal use observed in the black box or download history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas stating that she experienced elevated blood glucose (bg) values and went to the hospital. The patient's bg value reportedly was 330mg/dl with no symptoms. The patient reportedly was not admitted but was removed off the pump and put on a back-up plan. The patient stated that she believed that the pump was not delivering insulin. Customer support (cs) reviewed the pump with the patient and noted no issues with the settings/programming issues with the pump. There were no site/set or cartridge issues noted. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy and to due to the allegation that there may have been a delivery issue with the pump.